Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted during testing. Unit was received with pump error alarm during self-test and confirmed in insulin pump history due to broken trace on keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alerted low battery less than one week. Power supply error occurred. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is expected to be returned for analysis.